Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another (non-curonix) device implanted has been ruled out as a potential root cause for the reported issue. Additionally, severe force applied to the implant (patient fall, accident), excessive twisting, bending, or stretching, the patient having contraindicating conditions, and no attempts to change the programs on the transmitter assembly have been ruled out. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a heat sensation near the neurostimulator while sitting in a chair against their back. The power index on the transmitter assembly was lowered and the antenna was changed out. As of (B)(6) 2025, the patient is receiving 50% pain relief. Additional information was received on may 13, 2025. The patient reported the burning sensation has stopped. However, therapy has not been as effective as they want and requested changing the programs on their transmitter assembly. The commercial team member will meet with the patient on (B)(6) 2025.